Event description:
It was reported that the lens was removed and replaced due to dysphotopsia (halos and glare). No patient injury was reported.

Manufacturer narrative:
(B)(4): visual inspection showed that the lens was received cut in half, which is a condition consistent with a lens that has been removed from the eye. Prior to release to market the lens met all manufacturing specifications. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.